Manufacturer narrative:
(B)(4). The subject mr290vx vented autofeed humidification chamber has been requested to be returned to fisher & paykel (f&p) healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an mr290vx vented autofeed humidification chamber was found leaking water during patient use. There was no patient involvement.